Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited decreased sensed amplitude. During the lead capping procedure, the right ventricular lead was found twisted with the other implanted leads. The other implanted leads were untangled, had no issues, and remained implanted. The physician alleged the twisted leads was due to twiddler's syndrome and alleged this was the cause of the decreased sensed amplitude. The right ventricular lead was capped and replaced on (B)(6) 2019. The patient was stable.